Event description:
Severe stomach upset [abdominal discomfort], gastroesophageal reflux disease [gastroesophageal reflux disease], extreme tiredness/fatigue [fatigue], lost 10 pounds [weight decreased], orange urine [chromaturia], nausea [nausea], fell terrible [malaise], bilateral knee pain/knees hurt now more than ever [arthralgia]. Case description: spontaneous report received on (B)(6) 2010, from a (B)(6) female pt, initials (B)(6), with a history of osteoarthritis of the knees which were drained monthly. The pt was administered synvisc into both knees on (B)(6) 2010. She experienced nausea, gastroesophageal reflux (gerd), severe stomach upset, fatigue, extreme tiredness, feeling terrible and bilateral knee pain on (B)(6) 2010 and stated that her knees 'hurt more now than ever.' The pt also reported experiencing orange urine after the second synvisc injection which resolved on an unk date in 2010. The pt had lost 6 pounds since receiving synvisc. She had a third synvisc shot scheduled for (B)(6) 2010 but discontinued after the second injection into both knees due to the events. Treatment included acidophilus, tums (calcium carbonate/magnesium carbonate/magnesium trisilicate), and unspecified anti-gas medications. The events of gerd and heartburn were resolving and occurred only two to three times a day instead of all day. No further info provided. Additional info was received from the physician on (B)(6) 2010. He reported that the pt additional medical history of moderate osteoarthritis for more than one year, previous usage of synvisc, nsaids (nonsteroidal anti-inflammatory drugs) and steroids, joint narrowing, and osteophytes. The pt had no history of effusion. He confirmed that the pt received the most recent synvisc injections into both knees on (B)(6) 2010. No effusion was collected before either injection and no exudate was collected after the last injection. The lot number was unk to the physician. He stated that the relation of synvisc to nausea and gerd was possible. The intensity of both symptoms were moderate and that it was unk if the pt received treatment. The physician reported that the pt did not experience the events of lost 6 pounds and felt terrible. The physician did not confirm or deny the remaining events. No further info was provided. Additional info was received from the voluntary medwatch via the FDA on (B)(4) 2010 (report number (B)(4)). The pt stated that after her first injection of synvisc for the indication of 'bone on bone in knees' and arthritis in the knees, she experienced heartburn the next day which was 'not bad.' The evening of her second injection, she experienced severe heart burn, gerd, and stomach aches. She stated that this occurred 24/7 for the next four weeks and since then, they occurred daily, but irregularly. She stated that she reported this to her physician. In response, he cancelled her third synvisc injection and stated that he had never heard of these results for synvisc. She stated that it had been six weeks since she began experiencing the reported events. Additional treatment medications reported were prednisone (upgrading the case to serious), 'amlox' (maalox) (magnesium hydroxide( and pepto bismol (bismuth subsalicylate), none of which had any effect on relieving her symptoms. The pt stated that she had lost 10 pounds and that almost everything she ate caused the symptoms to become more severe. She stated that she was eating a plain bagel in the morning, a yogurt at lunch and chicken noodle soup for dinner. She denied that she had experienced nausea. The pt stated that it had been 6 weeks since he had been having these problems. As of the date of receipt of this report, the pt outcome was not yet recovered. No further info provided. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review wall finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.